Event description:
It was reported that the balloon was stuck on the wire. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the procedure, it was noticed that the balloon stuck on the guidewire. After multiple dilations, both devices were removed as one unit, and the procedure was completed with a different device. No patient injuries were reported.